Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03031. It was reported that patient experienced ineffective stimulation. Patient's pain pattern predominantly right back, right leg, and right foot. Troubleshooting was attempted with reprogramming, impedance check, and x-rays. No impedances were present, and no migration noted to leads. Patient denies any falls or trauma. Surgical intervention was undertaken on (B)(6) 2023 wherein the left lead t7 lead was explanted then replaced at t8 and the right lead t7 lead was pulled down and repositioned at t8. Therapy was restored.